Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient had a mild transfusion reaction at the beginning of a red blood cell exchange (rbcx) procedure. During the procedure, the patient developed urticaria on the face. Per the customer, 25mg of benadryl was administered to the patient viaiv. The customer declined to provide patient identifier (ID), gender and outcome. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The rdf analysis confirmed that there was no system or device malfunction identified that would indicate an issue with the spectra optia system or that the system contributed to the patient's adverse reaction. The system was operating as intended and within the safety limits programmed in the machine. Per the therapeutic apheresis: a physician's handbook 2nd edition, adverse events occur during therapeutic procedures with a frequency of 4.8%. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, or sterilization of disposable tubing with ethylene oxide. According to the spectra optia essentials guide, the optia system has many safety features, however, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitors the patient and the system throughout the procedure .a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for the patient's allergic reaction could not be determined. Possible causes for the reaction include but are not limited to the patient's disease state, the patient's sensitivities to the medications, the patient's sensitivity to the replacement rbcs or the patient's sensitivity to the ethylene oxide.

Event description:
The rbcx disposables set is not available for return because it was discarded by the customer. The customer did not respond to multiple attempts to obtain information for the investigation such as procedural details.